Manufacturer narrative:
The device is in transit to abbott. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced filed under separate medwatch report number.

Event description:
This is filed to report a gripper actuation issue and torn material. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the patient had a rotated heart. During preparation, the clip introducer (ci) was attempted to be pushed over the clip. However, the ci became caught in the grippers. The ci was able to be removed from the ci, but it was observed the grippers were no longer able to lower. The ci also became torn. Therefore, the clip was not used and was replaced. The steerable guide catheter (sgc) was inserted, but it was observed a pericardial effusion occurred, resulting in the blood pressure to rapidly decrease. The pericardial effusion was not observed prior to inserting the sgc, but due to the puncture position of the transseptal, the sgc worsened the pericardial effusion which caused the blood pressure to decrease. For treatment, a pericardiocentesis was performed, which successfully stabilize the blood pressure. One clip was then deployed on the mitral valve, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to insert the clip introducer (ci) over the clip and a torn ci were confirmed via returned device analysis. The gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and the difficulty inserting the ci over the clip resulting in the torn clip cover, and the gripper actuation issue appears to be likely related to the user technique. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was updated: after the clip introducer (ci) became caught on the grippers, it was unable to removed from and remained attached to the grippers. No additional information was provided.